Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower cubie pocket failed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer3 sub drawer 2 had not been detected on the bus and all cubies failed. A field service engineer found the row board cable was loose, reseated the controller, reinstalled the drawer, and successfully tested it in the hardware test application. The fse made the customer inventory the drawer to check the device functions. The system functioned as intended after the field service engineer repaired the device.